Event description:
The patient was implanted with a left ventricular assist device. The patient reported a driveline fault alarm occurred and presented to the clinic where the system controller was interrogated. A review of the log file noted no external power, pump off and driveline disconnected alarms. The patient admitted to disconnecting the batteries multiple times to untangle the driveline, which would have caused the "no external power alarms. There was one event with pump off and driveline disconnected alarms on (B)(6) 2015 that the patient did not admit to doing. The patient¿s controller was exchanged for a new controller. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Device evaluation - the investigation confirmed the report of a pump stop upon review of the log file. However, the system controller functioned as intended during the functional testing and the pump stops could not be correlated to a device related issue. The investigation also confirmed the reported event of no external power alarms. However, the patient stated that he did disconnect the power cables to untangle them from the driveline. Finally, the investigation confirmed the reported event of a driveline fault upon review of the retrieved log file. However, the investigation did not reproduce a driveline fault alarm. The investigation did not determine the specific cause of the driveline fault alarm. The log file captured two pump stops due to a disconnected driveline. The first driveline disconnect event occurred at 11:13am on (B)(6) 2015 and the pump stopped for approximately 13 seconds. The second driveline disconnect event occurred at 11:52am on (B)(6) 2015 and the pump stopped for approximately 6 seconds. The motor stop command was not received for either driveline disconnect event. The log file captured a driveline fault event at 3:03pm on (B)(6) 2015. However, the pump still operated as intended at the fixed speed. The driveline fault persisted until the driveline was disconnected at 3:14pm and the system controller was exchanged. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 55 days. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.